Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidian on 08/11/2009 that a customer had an issue with a hemodialysis catheter. The customer reports both adapters (arterial and venous) were cracked and broken. The catheter needed to be pulled and replaced.